Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile showed several successfully performed treatments. According to the missing information about the treatment details, the related treatment could not be identified. The review of the complete day showed no issue. All treatments were finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the treatments. No issue with suction could be determined. The user performed a beam control check directly before treatment as recommended. The user operated surgery within the recommended settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported two cases of mild diffuse lamellar keratitis (dlk) post surgery. Flap was difficult to open. Procedure was completed. Additional information has been requested.